Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 400 mg/dl after approximately 4-24 hours of wear on abdomen. It was further noted that bleeding was observed at the infusion site upon pod removal. The patient applied a new pod and successfully resumed therapy, reporting a decrease in blood glucose with the new pod. The device was returned for investigation, and an internal cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Blood was observed in the soft cannula. No damages were observed that would contribute to the reported bleeding, the cause of which could not be determined. The observed internal cannula tear is related to action (B)(4). Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.